Event description:
Per the clinic, the patient developed skin breakdown and an infection at the implant site, resulting in exposure of the receiver-stimulator (specific date not reported). A hypertrophic scar reaction reportedly developed around the magnet area and may have contributed to subsequent skin breakdown and device exposure approximately 4-6 months later. The patient subsequently became a non-user of the device. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.